Event description:
It was reported that the patient underwent an exploratory laparotomy in 2001 for treatment of ovarian remnant syndrome, endometriosis, and lower left quadrant pain. Adhesions were dissected free, and the pelvic wall peritoneum was sharply dissected off the external iliac artery and vein, and the ureter and the cul-de-sac and was removed en bloc. This was performed on both sides. The abdomen was closed with running suture on the fascia. The skin was closed with subcuticular suture. Seven months later, the patient underwent a second surgery to address pelvic pain. An intraumbilical incision of 2 cm was made. Scar tissue, a small amount of pus, and retained suture was found. Pus was cultured, but no culture results are recorded in the records received. Suture was excised. Laparoscopic surgery was then undertaken, and physician notes endometriosis, scar tissue, and one adhesion were noted and treated.